Manufacturer narrative:
On (B)(6) 2021, device re-evaluation was completed due to information regarding bilateral capsular contracture experienced by the patient. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. During the visual evaluation of the sm mpp gel 400cc, a tear was observed in the anterior view extending to the posterior view measuring approximately 16 cm. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number 7369539 and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 5, 2021, mentor became aware that patient also experienced bilateral capsular contracture; baker grade unknown in addition to right side rupture, and underwent implant exchange surgery on (B)(6) 2021. Clinical code capsular contracture has been added to field h6 on this form. Reason for device explant and/or reoperation: right rupture, and capsular contracture; baker grade unknown on october 6, 2021, mentor became aware that it was stated in the previous follow up 1 report under h10 that two devices were received. Only one right side device was received and analyzed. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately manufacturer¿s reference number: (B)(4), h10 additional manufacturer narrative incorrectly stated that two devices were received.

Manufacturer narrative:
On october 11, 2021, mentor became aware that the baker grade for the bilateral capsular contracture experienced by the patient was iii bilaterally. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 6, 2021, the mentor failure analysis lab received two devices for evaluation, on august 10, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation of the sm mpp gel 400cc, a tear was observed in the anterior view extending to the posterior view measuring approximately 16.0 cm. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively diagnosed after physical consultation. As a result, the device was explanted on (B)(6) 2021.